Event description:
The user facility reported that "during inspection of the device, the x-ray cassette tray couldn't be opened." No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Evaluation result: x-ray cassette.